Event description:
A malfunction on a customer's insulin pump was reported. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.